Event description:
During a coiling procedure of an intracerebral artery, the first hydro-frame10 4mm/8cm coil could not be advanced beyond the hub in the courier (mc) microcatheter 170 straight, .0170""ID" (mst17000000/(B)(4)). The coil was discarded. Then, the courier mc was removed without a guidewire and the sl-10 mc was advanced to complete the procedure with a guidewire. After the event, both the coil and courier mc were not removed as unit, but a guidewire was not used to exchange the courier mc in order to maintain target site. During the event, constant and dedicated saline source was used at all times, and no coils were inserted prior to event. There was no adverse event, and the device will be returned for analysis.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coiling procedure of an intracerebral artery, the first hydro-frame10 4mm/8cm coil could not be advanced beyond the hub in the courier (mc) microcatheter 170 straight, .0170""ID" (mst17000000/c14133). The coil was discarded. Then, the courier mc was removed without a guidewire and the sl-10 mc was advanced to complete the procedure with a guidewire. After the event, both the coil and courier mc were not removed as unit, but a guidewire was not used to exchange the courier mc in order to maintain target site. During the event, constant and dedicated saline source was used at all times, and no coils were inserted prior to event. There was no adverse event, and the device will be returned for analysis. The reported failure as ¿coil could not be advanced beyond the hub in the courier (mc) microcatheter 170 straight¿ was confirmed during the analysis. The entire catheter was inspected, focusing in the hub area. The courier microcatheter hub ID was measured and was found within specification. No defect was found as a result of the visual inspection executed in the hub area of the catheter. However, a kink was found at the edge of the courier microcatheter ID band. In order to simulate what happened in the field, a guidewire of 0.01326¿ was inserted through the microcatheter hub, a slight resistance was felt upon the guidewire passed the courier strain relief. The location where the resistance was felt coincided with the kink found at the edge of the courier microcatheter ID band. No resistance was felt while the guidewire navigated through the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process related to the reported complaint. The root cause of damage found on the device could not be conclusively determined; however these defects do not appear related to the manufacturing process. All courier products undergo inspection d prior to commercial release. Also, the microcatheter lumen is covered with a transport mandrel once the microcatheter is manufactured and released for inspection. The transport mandrel is removed at the packaging step (load microcatheter into pouch). Therefore, based on this mitigation action; it is unlikely that a courier microcatheter shaft could be damaged undetected during the manufacturing or packaging processes. Procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported was related to the manufacturing process; therefore no corrective actions will be taken at this time. Review of the limited information suggests that procedural and handling issues may have contributed to the reported and confirmed failure.